Event description:
Pt complained of headaches approx 8 weeks following leminectomy surgery in which adcon-l and thrombin-soaked gelfoam were applied. The pt was diagnosed with a pseudomeningocele and re-exploratory surgery was performed. Within the pseudomeningocele a blob of material was found & removed. The surgeon had remarked that it appeared that part of the dura had eroded, exposing the nerve roots. The pt recovered with no further complications. It is not clear what role adcon-l may have played in the event. Pseudominingoceles are not uncommon after spinal surgery and known to have occurred in pts not treated with adcon-l. Whether implantation of adcon-l could have contributed to the delayed absorption of the thrombin-soaked gelfoam and therefore contributed to the adverse event is unclear. This event may be due to the placement of thrombin-soaked gelfoam in this pt (the package insert for gelfoam clearly states that no residual gelfoam should be left in the pt). This is the first report the MFR has received concerning an eroded dura in conjunction with adcon-l implantation.